Event description:
A patient underwent injections of restylane in 2005 into the nasolabial block consisting of lidocaine 1% adn bicaronate was used pre-procedure. Approximately 3 weeks later, they called the physician and reported swelling of their face. On the next day, they were seen by the physician who described their face as swollen with erythema and induration over injection sites he prescribed ceftin. The following day, the patient worsened and went to the emergency room where they were admitted. The physician did not know if the patient had breathing difficulty. They were treated with IV antibiotics and IV steroids and discharged 3 days later with oral antibiotics adn prednisone 60 mg, as the prednisone dosage decreased to 30 mg per day, the patient experienced a recurrence of facial swelling and was seen in the emergency room in may 2005. Information from the emergency room indicated

Event description:
A patient underwent injections of restylane in march 2005 into the nasolabial folds and marionette lines. A regional block consisting of lidocaine 1% and bicarbonate was used pre-procedure. Approximately 3 weeks later in 2005, pt called the physician and reported swelling of their face. The next day, patient was seen by the physician who described their face as swollen with erythema and induration over injection sites and the prescribed certin. On the following day, the patient worsened and went to the emergency room where pt was admitted. The physician did not know if the patient had breathing difficulty. They were treated with IV antibiotics and IV steroids and discharged 3 days later with oral antibiotics and prednisone 60 mg. As the prednisone dosage decreased to 30 mg per day, the patient experienced a recurrence of facial swelling and was seen in the emergency room in may 2005. Information from the emergency room indicated that the patient had developed an abscess on the left side of their face that was extruding pus. Cultures were not performed. The patient was sent home with an increase in prednisone to 60 mg and remained on oral antibiotics. As of may 2005, the physician stated that the patient finished the last course of prednisone and the lesion re-appeared (left side of face is worse than right). The patient has undergone further kenalog injections and restarted prednisone 20 mg. Although there is improvement, as soon as prednisone tapers ofrf the patient's lesions recur and dr. Felt that the patient was now "prednisone dependent". A consult with an immunologist/allergologist is pending. The physician felt that because there were no intra-oral lesions, he did not feel that the regional block contributed to their symptoms. Therefore, the physician determined that this was an infection that was possibly related to restylane. In addition, the physician reported that this patient has thick sebaceous skin with a history of facial cellutitis (treated with IV antibiotics octerber 2003), a facial cyst (where patient was placed on antibiotics and cyst was incised and drained), staphylococcal abscesses, and a possible staphylocccus carrier. The patient was seen by the physician in may 2005. Pt continues to present severe swelling (worse on the left side) and nodular lesions. Pt received treatment with intralesional kenalog. They stopped the antibiotics in may 2005. Additional follow-up is planned on the week of may 2005. Upon follow up with physician's office in june 2005, it was reported that the patient has been started on biaxin (start date unspecified). Pt has been referred to an allergist and a rheumatologist and is being followed by their pcp. Follow up information obtained from the physician's office indicates that the patient was stated on biaxin in may 2005. Prior to that the patient had been on zyvox since april 2005. The patient continues on steroids, the reporter has attempted to taper pt off the steroids only to have the lesions reappear. As of june 2005, the patient was on 20 mg steroids qd. The patient has been seen by their rheumatologist but no feedback has been provided. The patient was also seen by a dermatologist who took a punch biopsy and a culture to one of the lesions, no feedback has been recived. The patient was not seen by an allergist, the reporter indicated that that he had been referred to and has since spoken with the sponsor allergy specialist. Follow up information obtained in july 2005 from the injecting physician's office indicates that the patient still continues to have some lumps and requires steroid injections. Pt also required drainage from one of the abscesses in july 2005, a culture was sent which came back negative. Their last steroid injection provided by the inecting physician was july 2005. He also indicated that pt conitunes to be followed by their dermatologist who is also injecting them with steroids when needed. The result of the punch biopsy taken by the dermatologist has been received and it shows "granuloma panniculits consistent with an injected substance". The patient continues on oral steroids and is currently on 10 mg qd. Sponsor assessment: the event reported as severe infection resulting in hospital admission, is an expected outcome with any dermal implant in a patient with a medical hisotry remarkable for severe infections such as facial cellulities, facial cyst, and facial abscesses requiring IV antibiotics, who is receiving an implant without receiving broad spectrum antibiotic prophylaxis and specific coverage against staph 24 hours prior the procedure. Thus, the attribution of positive causality is made with respect to the implant procedure and not to the device. Additional sponsor comments based on biopsy results received in july 2005: the histological findings from the biopsy report make unlikely the possibility of an immonologically based reaction and seem to be consistent with an infectious process possibly related to the seeding of atypical mycobacterium at the time of implantation.